Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 233 mg/dl. The customer stated that she temporarily raised her basal rates because due to a metabolic syndrome, she is not absorbing insulin the way she used to. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.